Manufacturer narrative:
Device not returned to manufacturer.

Event description:
It was reported that the tip of the guidewire broke during the procedure. The guidewire was removed using a retrieval device and there were no patient consequences as a result of this event